Event description:
It was reported that the patient was admitted for syncope. They had elevated lactate dehydrogenase (ldh) levels but pump power was fine. A review of the log file revealed elevated pump power and pump flow from 25sep2022 to 28sep2022. Following this time frame, the pump parameters did return to baseline values. Additionally, the log file contained pulsatility index (pi) events as well as routine power source changes. The patient's ldh levels on (B)(6) 2022 were 379 and the patient remained in the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported elevated lactate dehydrogenase (ldh), syncope, and power changes as well as a direct correlation to (B)(6) could not conclusively be determined through this evaluation. Evaluation of the submitted log file confirmed elevated pump powers. The submitted log files captured several elevated power events on 25sep2022 between 09:51:49 and 21:17:19. Power elevated to as high as 11.0 watts and the estimated flow reached 12.0 liters per minute (lpm) during this event. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other notable alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Heartmate ii lvas IFU (rev. H and rev. C) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This IFU provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was in the intensive care unit for respiratory decompensation.